Event description:
The manufacturer sales representative reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The event for heat was not duplicated through functional evaluation by the repair technician. The account did not wish for the device be repaired. A root cause could not be determined.

Event description:
The manufacturer sales representative reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.